Manufacturer narrative:
Under-insertion of the lead's terminal pin into the device header is suspected to be the cause of the difficulty reported at implant. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for future, similar events.

Event description:
It was reported that, at implant, difficulty was encountered inserting the right ventricular (rv) lead into the header block of this pacemaker. The set screw was loosened and the lead could still not be fully inserted. Eventually the lead was inserted fully and a tug test was performed successfully. No adverse patient effects were reported. This device remains in service.